Event description:
It was reported that a continuous ambulatory peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by turbid pd effluent and abdominal pain. The cause of the peritonitis was not reported. It was not reported whether the pt was hospitalized for the event. Treatment was not reported. At the time of this report, the pt was recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.